Event description:
The customer reported that an 840 ventilator was inoperable. The ventilator was not in use on a pt at the time the malfunction occurred. The covidien customer support engineer (cse) verified the malfunction. The cse inspected the device and replaced the graphic user interface (gui) communications printed circuit board (pcb) and the backlight inverter pcb. The unit passed extended self-testing.

Manufacturer narrative:
(B)(4).